Event description:
It was reported that during a preventive maintenance, it was found that one handpiece ((B)(4)) has a broken snaplock and another one ((B)(4)) when rotated 3-6-9-12 error occurred. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio, handpiece, part number 110137 sn: (B)(6). Used for treatment was returned for evaluation. The reported problem was visually confirmed. The lead screw nut has detached from the snap lock. Although the reported problem was visually confirmed, a functional evaluation was performed on the part beyond the reported complaint. The evaluation followed the handpiece performance evaluation. The evaluation failed. The handpiece torque value was t1=98. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. As part of corrective actions, a new and more robust design of the snap lock has been released.